Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that negative pressure was confirmed for the suctioning, but it was lower than usual. It was detected during the setting-up. After the product¿s replacement with new one, the secretions could be sucked off. Additional information received 23-dec-2019 indicated recovery from desaturation was slow because collecting the secretion could not be performed effectively.